Event description:
It was reported that the lead was revised due to exit block and decrease of r-wave amplitude. The lead was successfully repositioned. Patient condition was good after the event and no further issues were reported at a subsequent follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.